Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the lead displayed episodes of over-sensing. It was also reported there were pauses in rhythm. The patient reported feeling dizzy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.